Event description:
It was reported that the patient complained of burning in the implantable neurostimulator (ins) pocket of the right side implant after approximately 15 minutes when the system was on. It was noted that the patient had lost weight and the ins moved in the pocket. An electrode impedance check was normal. The physician examined the pocket site and requested that the patient return if the burning persisted after programming changes were made. The patient was reprogrammed to case positive and fewer electrodes were utilized. The reporter stated that the coverage was appropriate for the pain target. The patient was observed for 25 minutes after the programming changes were made and the pocket site was not warm nor did the patient complain of burning at the pocket site.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 3708340, serial# (B)(4), implanted: 2013-(B)(6), product type extension, product ID 3587a25, lot# n284610, implanted: 2013-(B)(6), product type lead, product ID 37746, serial#(B)(4), product type programmer, (B)(4).